Manufacturer narrative:
The field service engineer replaced the rotary sleeve, pulley, and bearing on the reagent probe spline drive. He confirmed the module was running to specifications afterward. The investigation determined the service actions resolved the issue. General reagent issues were excluded.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable chol hico gen.2 (cholesterol) result from the cobas 6000 c 501 module. On (B)(6) 2022, the initial result was 15.81 mmol/l. It was unknown if the result was reported outside of the laboratory. On (B)(6) 2022, a new sample was drawn from the patient and the result was 4.2 mmol/l. The doctor questioned the initial result and the sample was repeated. On (B)(6) 2022, the repeat result was 4.44 mmol/l. The second sample was also repeated and the results were 4.2 mmol/l and 4.19 mmol/l. The reagent lot number was 64593401 with an expiration date of 31-mar-2023.